Event description:
It was reported to boston scientific corporation in 2008, that a radial jaw 3 biopsy forcep device was used for a biopsy procedure (patient age, gender and weight unknown). According to the complainant, two biopsies were conducted without issue, but with the third biopsy, the device was unable to be removed from the scope due to resistance. The handle was actuated, but there was an inability to close the cups. The procedure was completed with another radial jaw 3 biopsy forceps. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed one of the pull wires was broken at the z-bend section. A functional analysis could not be performed due to condition of sample. The reported malfunction resulted from the broken pull wire. The cause of the pull wire break could not be determined since the remaining portion of the device was not returned. The device history record for the pertinent lot was reviewed; no anomalies were noted.